Manufacturer narrative:
The ICD was first interrogated. The device status was bol, the device had been implanted for 24 months. Ten charging processes were recorded. The ICD memory was analyzed, as was the device data returned to us. The review showed that the ICD detected inconsistent memory contents on (B)(6) 2014 and such was repaired immediately. The previously mentioned radiation therapy cannot be ruled out as a reason for the inconsistent memory sector. The device was subjected to electrical function testing. The anti-bradycardia output signal was in working order and corresponded to the values programmed in the safety mode. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The charge time was also regular. The ICD production process was checked. The production documents did not show any irregularities that could be linked to the clinical observation. All production steps were correctly executed. There was no indication of a device malfunctioning.

Event description:
Ous MDR - since the implant, patient has undergone multiple radiation treatments, which has led to a malfunction. The implant was "reset" but with the recommendation of a full replacement for safety reasons. The reporter was only aware of this by hearsay. At the last interrogation, the implant did not show any malfunctioning.